Event description:
It was reported that the user received frequent low glucose alerts at a reported value of 51 mg/dl while at work after making a routine breakfast meal announcement on the ilet despite not eating, which they stated was intended as a correction. Review of reports showed preceding hyperglycemia of reported value of 311 mg/dl and subsequent glucose decline consistent with insulin delivery following a meal announcement. No adverse clinical symptoms for urgent low soon alerts and low glucose reported. Outcomes included self-treatment with oral glucose. Investigation included review of device data and user education on appropriate use of meal announcements and correction strategies. Investigation of this case revealed user-initiated insulin dosing through a meal announcement without food intake, which led to hypoglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to using a meal announcement as a correction rather than consuming a meal.

Manufacturer narrative:
Initial.